Manufacturer narrative:
This product was received and tested by technical services and the intermittent image failure could not be duplicated; no problem was found. A test baton was plugged into the monitor and the monitor was powered on. The video image was normal. The device was returned to the customer.

Event description:
The customer reported that during a patient procedure, using a glidescope gvm monitor, there was an intermittent image. A delay in the procedure of unknown duration occurred as an unidentified back-up device was obtained. No harm to patient or user was reported.